Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 585 mg/dl. Customer stated that their insulin pump had an open circle present and they feel they are not properly receiving insulin. Customer declined to troubleshoot for high blood glucose levels. Customer was advised to monitor their blood glucose levels and insulin pump.